Event description:
The customer contact reported a separation. Prior to pt use, it was noted, the tubing was separated at the lower y-site. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.